Event description:
It was reported that customer experienced keypad anomaly. It was reported that up arrow button was unresponsive. Customer was advised that insulin pump will be replaced. Customer's blood glucose was 114 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had unresponsive up buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained endcap sticker.